Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as unknown and the area was not clean before starting pd therapy; however, this could not be clarified, therefore, the cause of the event was assessed as unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with injection amikacin (100 mg daily; route and duration not reported) and injection vancomycin (1g discontinued that same day; route and frequency not reported) for peritonitis. On an unreported date, dianeal therapy was discontinued (current mode of dialysis therapy was not reported). At the time of this report, the amikacin remains ongoing while the patient is recovering. No additional information is available.